Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer reported receiving an unspecified low scan result on the adc device compared to an unspecified reading obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer became nervous due to the low scan result and self-treated honey. The customer further reported that their glucose "spike" (unspecified value), requiring them to self-treat with insulin (dose/type unspecified) as a corrective treatment. There was no report of death or permanent impairment associated with this event.